Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Upon review of electrograms it was revealed that the pacemaker (pm) was in back-up vvi mode. Device was restored successfully. The patient will continue to be monitored with regular follow-up. No additional information was reported.